Event description:
The patient has a history of severe non-ischemic cardiomyopathy with nyha class 4 chf requiring inotropic therapy. He underwent successful upgrade to a biventricular ICD on 2.5 years ago and had dramatic improvement in his clinical status. However, the patient starting having progressive shortness of breath starting 3 months ago and was found on device interrogation to have failure of his left ventricular lead. He is here for revision of his lv lead. A break in the chronic lv lead (guidant 4543 lead) was visualized by fluoroscopy. The break was 2 cm distal to the subclavian entry site. Attempts to remove the lead were unsuccessful due to binding by the svc coil. The lead was abandoned and a new lv lead was implanted. It appeared to be an insulaton break. The break occurred well outside where one would expect to see subclavian crush. While abrasion is possible, the lead did not appear to be rubbing up close against the other leads.====================== manufacturer response for left ventricular is-1 pacing lead, guidant 4543======================boston scientific was alerted regarding the lead fracture and will be contacting technical services.